Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing in non-sustained tachycardia electrograms and a request for re-programming options was made. The options were provided, the lead remains in use, and no patient complications have been reported as a result of this event.